Event description:
It was reported that a pt had post op pain after the use of ah plus. Allergy test was conducted by an allergist and found the pt to be allergic to paste b in the ah plus package.

Manufacturer narrative:
While it is unk if the ah plus used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.